Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. The instrument was found to have a cracked clamping pulley at the proximal end. As a result, the grip cable became loose. Additional observation related to customer reported complaint: 1. The instrument was found to have a loose grip cable at the distal end. 2. The instrument was found to have a grip cable dislodged at the proximal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, it was observed that the tip of the medium-large clip applier instrument was starting to come apart. The procedure was aborted with no patient involvement.